Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. Although the actual batch number is unknown, two potential batch numbers were provided. Review of the discrepancy management system database performed for the reported lot numbers did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot numbers. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by user facility: IV tubing leaked chemotherapy at base of ultrasite valve.